Manufacturer narrative:
H2) correction: h7 and h9 corrected.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the primary audible alarm (paa) activated due to a shaft seal issue. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.